Event description:
The malyugin ring was opened for use. However, the surgeon noticed the ring was not correctly angled/defective when deployed for use. Another malyugin ring was opened and the surgeon noticed the same issue. Per the team, material of the ring was changed in 2.0 version.